Event description:
The customer received a blood glucose result of 364mg/dl and took normal insulin. At 11pm the customers blood glucose was 346mg/dl, customer took glucophage. At 5am the customer got up and fell down, possibly passing out. The customer laid there and went to sleep for an hour. The customer was using the wrong glucose strips and no controls were in use. A request made for the return of the suspect device and replacement product was sent.